Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burn on the plastic distal end cover, foreign material in the air/water cylinder, and foreign material in the air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, the foreign material could not be identified and a definitive root cause cannot be identified. The burn on the plastic distal end cover could not be confirmed. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.